Manufacturer narrative:
The insulin pump was monitored for 24 hours with a 2.0 basal rate and passed the self test, displacement test, and all operating currents were normal. No blank display or damage inside pump was noted. The pump functioned properly during the rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test. The pump was received with a scratched lcd window and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had no screen and was not responding at all. Customer was told to call back the next day and now has 2 broken pumps. Customer stated that her blood glucose was in the 500's mg/dl earlier today. Customer's blood glucose is 496 mg/dl. Customer has been using quick acting insulin and doing about 5 shots a day. Customer was calling back with a blank display after a pump rest. Customer removed the battery, waited 5 seconds, and inserted a new battery. Customer stated that the display did not return. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.